Event description:
Please be advised that while investigating an event involving one of our products, (B)(6). Noted a potential adverse event regarding a non-(B)(6). Product. It was reported during an atrial fibrillation case, a pericardial effusion was noticed. The caller stated that when the doctor went transseptal, the caller saw the wire in the left atrial appendage. The caller stated that a "fellow advanced something." The doctor told that person not to advance and the visualization of the wire was lost. The caller stated he did not know what that person advanced. The caller stated when they gained the visualization of the wire, the blood pressure dropped to 30. The caller stated that none of the equipment was in left atrium (la) at the time of the issue. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis, the patient clotted and the patient was unable to be stabilized. The patient was in the operating room (or) at yale new haven. The patient was reported to be in unstable and critical condition. No ablation catheter was used in the case. No j&j equipment was involved in the effusion. J&j products used in the case: pentaray catheter in the right atrium (ra). (B)(6) cs. Soundstar 10f catheter. Generator in use: faridrive boston's pfa. Pedal xml file in use. Additional information received stated that they used bostons pfa sheath. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).